Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating the top one (oscillating disc) popped off the brush head in his/her mouth. No injury was reported.

Manufacturer narrative:
20-mar-2020, product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer called stating the top one (oscillating disc) popped off the brush head in his/her mouth. No injury was reported.